Event description:
Was reported pt presented to the clinic unable to use their pt programmer or recharger. A " no telemetry" error message would appear. The pt had lost stimulation. The pt also reported recent difficulty in coupling when recharging. Troubleshooting was attempted including a physician mode recharge and a new diagnostic programmer. The ins battery was not depleted prior to the reported problems with telemetry. All troubleshooting attempts were unsuccessful. The ins was replaced. The pt's good paresthesia was resumed.

Manufacturer narrative:
Final device analysis results reveal- ipg hybrid anomaly (ic anomaly). Analysis determined the no telemetry and no output of stimulation was from a failure on the l283 ic receiver circuitry.